Manufacturer narrative:
Initial (B)(4) is incorrect and should be 03-02-15. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned device found the polyaxial screw head has become detached from the screw shank. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the polyaxial screw head becoming detached from the screw shank cannot be positively determined. However, a probable root cause may have been due to unanticipated forces being placed on the polyaxial screw during insertion. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon replacing old hardware @s1 pedicle using spring loaded quick connect expedium driver. Driver began to seem to strip because of insertional torque. Switched to standard 2 piece driver. Attempted to thread driver into screw head. Seemed to be hard. Some trouble getting driver to lined up with screw shank. Began to drive screw further in. After several very hard turns, screw head separated from shank leaving screw shank in bone. Got shank out with isola bull removal driver.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.